Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a device change out, multiple episodes of noise and oversensing were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable during and after the procedure.